Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose device after a superficial femoral artery stenting interventional procedure using a 6f sheath. Reportedly, the vessel locator wings did not open. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the vessel locator wings was confirmed. The control wire was also noted to be separated from the wire controller barrel. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties to be related to a potential product quality issue due to the observed control wire was not bent and detached from the barrel such that the vessel locator wings would not deploy. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The subsequent treatment appears to be related to procedure circumstance.